Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal of left anterior descending artery (lad). A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres, the balloon ruptured and a pinhole was noted. The procedure was completed with a different device. There were no patient injuries reported.